Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose for last two days was at 500's mg/dl. Customer stated that she had to take manual shots. Customer stated that she was getting consistent no delivery alarm though multiple set changes. Customer's current blood glucose was 184 mg/dl. Customer declined to do troubleshooting. Customer requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.